Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk drive was evaluated and found to be the root cause of the issue. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.

Event description:
The customer reported a loss of patient image data. No patient or user injury was reported.